Event description:
New information indicated that during a device check, loss of capture and a rise in pacing impedance was noted on the right ventricular (rv) lead. The patient complained of feeling palpitations. No other interventions were performed during this visit. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high pacing impedance. No intervention done. The patient was stable.